Manufacturer narrative:
Concomitant medical products: implanted: unk explanted: unk. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided in section a is the average/mean for all the patients. At this time no additional information was available but additional information has been requested.

Event description:
Literature: al khudhairi d, aldin as, hamdan y, et al. Continual infusion of intrathecal baclofen (itb): long-term effect on spasticity. Middle east journal of anesthesiology. Oct 2010;20(6):851-855. Summary: the authors reported on 33 patients who had an intrathecal baclofen pump implanted between (B)(6) 2004 and (B)(6) 2009 for severe spasticity. There were 9 females and 24 males, ages ranging from 12 to 57 years diagnosed with either spinal injury or brain insult. Daily intrathecal baclofen dose varied between 50 and 850 mcg/day. All 33 patients showed significant improvement. Reportable event: the authors reported that two patients experienced an infection; one had their pump explanted three months after implantation and the other was explanted four years after implantation. Additionally, there was one patient who needed significantly increasing doses of baclofen; this was diagnosed as catheter breakage and the catheter was replaced after three years of implantation.